Event description:
Situation- MRI tubing snapped as nurse was unloading set from pump and sprayed levophed into nurses eye. Background- nurse was unloading MRI tubing from MRI pump when tubing snapped in half causing IV medication levophed to splash into nurse¿s face and eye. Assessment- tubing that was coming out of pump snapped and broke in half during removal process. Nurse immediately washed eyes in eyewash station and completed employee injury report, no further intervention needed. Recommendation- tubing will be investigated by quality team. The nurse used normal force to take it out of the pump, the tubing was not stretched.